Event description:
It was reported that this implantable lead was attempted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that this lead had positioning issues in the left bundle branch (lbb) region. This complaint is no longer reportable.

Event description:
It was reported that this implantable lead was attempted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that this lead had positioning issues in the left bundle branch (lbb) region.